Manufacturer narrative:
Device was returned on 18dec2024. It was previously reported that the device would not be returned. A product evaluation was completed on the returned 120602f. The reported event of balloon issue was confirmed. Spring tip was stretched and broken. Balloon and distal windings were missing. Proximal windings was unraveled. Per the IFU "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter." No other visible damage was observed from catheter. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. As part of the manufacturing process, 100% of the units go through a balloon inflation and visual inspection. A device history record review was completed and it was documented that device met all specifications upon distribution. Based on the available information, there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect.

Event description:
It was reported that the balloon of a 120602f catheter popped during a thrombectomy surgery. The wire then got stuck in the artery. Additional information was requested, but not provided.

Manufacturer narrative:
Multiple attempts were made for additional information and to secure return of the device however the customer has not responded nor sent the device back for evaluation. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. A supplemental report will be forthcoming if additional information or device is provided.